Event description:
Respiratory therapist lavaged pt's tracheostomy tube with 20cc ampule of solution therapist thought was using saline, but it was a soap solution. Physician was informed and pt lavaged and suctioned numerous times immediately afterward to clear airway. Only about 5cc of solution had been used. The soap solution, is in a clear vial marked "not for injection", but is not identified as a soap solution.